Event description:
Reached out to pharmacist, (B)(6) because patient stated he needs a new pump as his broke on him last week. Indication: chronic inflammatory demyelinating polyneuritis. Did the reported product fault occur while in use with the pt? Yes; is the actual device available for investigation? Yes; did we [MFR] replace the device? Yes; did the pt have a backup device they were able to switch to? No; reported to (B)(6) by pt/caregiver.